Event description:
The user facility reported that a portion of the bending section cover glue came off and fell into the pt's body cavity during a therapeutic laparoscopic inguinal hernioplasty procedure. The fragment was said to have been approx 5 mm in diameter with no sharp edges. The fragment was said to have been retrieved. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus medical systems corp for eval. The eval confirmed a portion of the bending section cover glue was missing at the distal-end section. Additionally, scratches were noted on the distal end and on the bending section cover. The exact cause of the reported phenomenon could not be conclusively determined but based upon the investigation finding, the reported phenomenon may have occurred as the users withdrew the device from a trocar. Per the original equipment MFR, the device was refurbished. This report is being submitted as a medical device report in an abundance of caution.